Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the compact air drive device was not working. As a result, there was an unspecified amount of delay to the planned surgical procedure. A spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not function and did not engage when power was applied. Therefore, the reported condition was confirmed. It was further determined that the motor was damaged and the soft mode switch was worn. The assignable root cause was determined to be most likely due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.